Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (507 mg/dl). Customer delivered correction boluses via the pump and correction injections. Blood glucose level improved to 348 mg/dl. System check was performed with tandem technical support and the pump performed as intended. Customer indicated that the infusion site felt irritated but declined to change the site. Recommendation was made to consult with health care provider.